Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 5 mg/ml at 0.720 mg/day and dilaudid 15 mg/ml at 2.16 mg/day via an implanted pump for malignant pain, non-malignant pain, intractable spasticity, cerebral palsy, multiple sclerosis, spinal cord injury/spinal cord disease, failed back surgery syndrome, other spasticity, other carcinoma, head/brain injury, other non-malignant pain, rsd/causal gia-complex regional pain syndrome, osteoporosis. It was reported a catheter revision was performed on (B)(6) 2019 because the patient had been experiencing increased pain over the last three months. It was noted when they did the revision there was no cerebrospinal fluid (csf) backflow out of the catheter so they removed the pump segment and still there was no csf from there either. The doctor left the spinal segment in placed and ligated the end. Then they implanted an 8780 catheter and new pump. It was noted there was nothing wrong with the pump, but since they were doing the revision the doctor decided to replace the pump. No devices would be returned. The event date was (B)(6) 2019 (year valid). No further complications were reported/anticipated or expected.